Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to complete incoming testing) has been confirmed. Upon investigation the electrode belt was unable to complete detect and treat testing. The root cause of the failure was corrosion on ECG 1 and ECG 2. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged belt.

Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing.